Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a colonic stricture due to colorectal cancer. During the procedure, resistance was encountered when the user attempted to deploy the stent and the white handle detached from the outer sheath. The stent was unable to be deployed at all from the delivery system. The device was removed from the patient and no other visual damage was noted. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over (B)(6). A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked at several locations along the length of the mounted stent. The distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 125mm distal to the handle break and the stainless steel shaft was kinked mid-shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.